Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, when inserting the osteoraptor anchor into the glenoid, the anchor broke. The broken anchor was not removed from the body. The procedure was completed without delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymerfound that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, with suture material and a partial anchor were returned. The anchor is fractured just below the suture window. There is debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. As of the date of this investigation, no clinically relevant supporting documentation was provided for inclusion in this medical investigation. Therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported cannot be determined. If a portion of the anchor remains retained in the patient, it is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. Since the anchor was retained, it is unknown if the anchor will migrate and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.